Manufacturer narrative:
The results, method and conclusion will be added in the final report.

Event description:
It was reported the patient underwent an unrelated surgical procedure on (B)(6) 2018. The ipg was not put into surgery mode. Since the procedure the patient¿s ipg would no longer communicate with external devices. Troubleshooting has been unsuccessful.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Follow-up information provided the patient¿s ipg was put into surgery mode and was recovered on (B)(6) 2018, but the ipg continuously lost connection. Field representative will meet with patient for troubleshooting.

Event description:
Additional information provided the patient¿s ipg was replaced on (B)(6) 2019. Effective therapy was restored post-op.